Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the skin at the sensor adhesive site was swollen, red and itchy with a rash. The patient was evaluated by his physician on (B)(6) 2020 and prescribed a topical cream (triamcinolone) twice a day for 5 -7 days. At the time of contact, the affected area was still red but no longer itchy. No additional patient or event information is available.